Event description:
It was reported that the ilet user experienced elevated blood glucose readings that rose to approximately 270 mg/dl, and a subsequent supply change revealed the plastic needle guard had been left on the infusion set, preventing proper infusion. After correcting the setup and attaching the infusion set correctly, glucose returned to range. Symptoms included hyperglycemia without additional symptoms reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem and identified a usage problem related to an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.